Event description:
Info received indicates, the head and head hi-lo sections are drifting down.

Manufacturer narrative:
The technician replaced the s8 and s10 valve solenoids but the issue remained. The technician replaced the CPR valve to repair the bed.